Event description:
The patient claimed she sees air bubbles at the connection of the cartridge and infusion set. Reportedly, the insulin in the vial is being used at room temperature. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the air bubbles between the cartridge and the connection line issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the cartridges pass visual inspection, no damage or defects were observed to the luer, o-rings, plunger, or cartridge bodies. A fill test was completed and no air bubbles were found inside the cartridge after 2hrs; the cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed and no leaks were observed from the luer connection, o-rings, or cartridge body.